Event description:
It was reported that, "when the nurse was opening the product, she noticed broken inner blister pack. Therefore, the surgeon implanted other size exeter stem instead of it."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.